Event description:
According to the information received, the end user inserted a catheter with a rough tip. The end user inserted the catheter and it felt like a "barbed wire". When he removed the catheter there was blood on the tip. Patient used the catheter in the dark and did not inspect the catheter before using. Patient was already taking a regular antibiotic.

Manufacturer narrative:
The product has not yet been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed. Device not yet received by manufacturer

Manufacturer narrative:
The product has not yet been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed. Follow up 1: one catheter was received for evaluation. Examination and inspection of the returned catheter revealed it had come back without it's original pouch. The catheter itself was cut at a sharp angle across the insertion tip, therefore the complaint is confirmed as reported. This most likely occurred during the packaging process in which catheter was not positioned correctly and was cut off when the pouch was sealed.

Event description:
According to the information received, the end user inserted a catheter with a rough tip. The end user inserted the catheter and it felt like a "barbed wire". When he removed the catheter there was blood on the tip. Patient used the catheter in the dark and did not inspect the catheter before using. Patient was already taking a regular antibiotic.